Manufacturer narrative:
(B)(4)

Event description:
It was reported that the lead could not be inserted in the lv port of the ICD. The lead was replaced. The patient was fine.

Manufacturer narrative:
Analysis was normal. No anomalies were found.